Event description:
Information received from the field notes that the patient was in atrial fibrillation and not pacemaker dependent. The physician programmed the device to 40 ppm and "the patient went into what looked like ventricular paced tachycardia at 140 ppm." When the device was programmed back to 70 ppm, the tachycardia stopped. The device was subsequently replaced.